Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was receiving morphine 15 mg/ml at 7.809 mg/day and bupivacaine 20 mg/ml at 10.412 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported the patient felt 'over-medicated' following personal therapy manager (ptm) activations on (B)(6)2015. The clinical diagnosis was intrathecal medication side effects following ptm activations. As intervention, the pump was reprogrammed on (B)(6)2015 and the continuous rate was increased. The etiology was noted as related to the drug (morphine), device or therapy and not related to the implant procedure. The drug action that caused the event was indicated as 'no change in drug' and the outcome was indicated to be 'resolved without sequelae' as of (B)(6)2015. No further complications were reported/anticipated.